Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; diff bowel; psych; oth pain: urinary tract infections. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: colonoscopy. Nonsurgical treatments: on (B)(6) 2021 the patient commenced other medication (please specify): alprim- trimethoprim 300mg for the treatment of: treatment of urinary tract infection. Treatment duration: 3days but reoccurring since surgery.

Event description:
It was reported to boston scientific corporation that a advantage fit was implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; diff bowel; psych; oth pain: urinary tract infections. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: colonoscopy. Nonsurgical treatments: on (B)(6) 2021 the patient commenced other medication (please specify): alprim- trimethoprim 300mg for the treatment of: treatment of urinary tract infection. Treatment duration: 3days but reoccurring since surgery.

Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.